Event description:
Customer's dad called to report the insulin pump had unresponsive buttons. Blood glucose reading was 195 mg/dl. The customer did not recall any significant events leading up to the keypad anomaly. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump had an unresponsive down button due to an unlocked keypad connector. No failed battery test alarm could be verified due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)